Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose. The customer was advised to use backup insulin therapy, due to another malfunction.